Event description:
It was reported the patient had a second implantable neurostimulator (ins) and the ins did not work. The reporter stated the last one was taken out in (B)(6) 2013. The reporter further stated they had too much scar tissue form the first implant. It was noted the patient stated they had 18 operations for their back. Additional information received reported the ins was only implanted for a few months because it did not help them. The reporter stated they were told they had too much scar tissue for the ins to help. The reporter further stated they had 8 back surgeries. It was noted the patient was a policeman and was in a motorcycle accident. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).